Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product(s): unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: valero, c.a.r., et al. (2011) "temporomandibular joint meniscopexy with mitek mini anchors", j oral maxillofac surg, vol. 69, pages 2739-2745 (colombia). The study emphasizes on: to show long-term results with the use of mitek mini anchors (depuy mitek, raynham, ma) in the surgical treatment (meniscopexy or discoplasty) of internal derangements that lead to a dysfunctional temporomandibular joint (tmj). The patients evaluated on course of this study: 50 patients, 32 women and 18 men, ranging in age from 19 to 53 years, with a mean age of 33.5 years. The article describes the following procedure: bilateral tmj surgery with joint disc meniscopexy. The devices involved were mitek mini anchors (depuy mitek, raynham, ma) and sutures. Complications mentioned in the article: during the postoperative evaluation, only 4 patients mentioned painful symptoms in the tmj, with a minimum value of 3 and a maximum value of 7, with a mean of 5. During postoperative physical examination, only 10 patients had joint clicks. 10 patients presented with dental crowding: 5 had superior dental arch crowding, and the other 5 presented with inferior dental arch crowding (these patients underwent intervention without any prior treatment).